Manufacturer narrative:
Device passed displacement test. The p-cap or reservoir locked properly during testing. Device received with broken belt clip rails. Device received with minor scratched display window and case. No physical damage to retainer or reservoir tube lip noted per visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage to the retainer ring. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.